Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was having issues with their programmer. They said that when they turned the programmer on, they saw a picture of their implant and then on top of that was a battery. They switched out new batteries, but they kept getting the same sign. The patient added that their dbs worked, and they could feel the device an tell that it was on. The patient then went on to say that the exact screen they were seeing was the screen where they could see that the implant was on and ok, but the battery that was over the implant was low. The patient confirmed that their programmer was working but wanted to know why it was showing on their programmer that there was a battery over the implant even when they changed the batteries. The patient said they were told that the implant was to last 3-5 years and was thinking that they had issues with it because the implant was showing that it was getting low. There were no further complications reported.